Event description:
During treatment, the blood leak alarm activated, and the procedure was stopped. Blood was not returned; blood from the extracoporeal system was discarded. Additional information received 11/26/2025: patient did not encounter any symptoms, bloodline was discarded, machine was shut down, staff replaced full set of consumables, and treatment was continued.

Event description:
During treatment, the blood leak alarm activated, and the procedure was stopped. Blood was not returned; blood from the extracorporeal system was discarded.